Event description:
A tissue cassette was noted to have no tissue inside. A piece of the cassette was noted to be missing. All biopsy cassettes will be taken out of service and tissues cassettes with sponges will be used.